Event description:
It was reported that the patient experienced st elevations. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The physician deployed the closure device in the laa. A tug test was performed and compression measurements were started. After the first measurements were started the patient became extremely hypotensive (50/30) and had st segment elevations on their electrocardiogram (EKG). The physician then performed a partial recapture of the device. The anesthesiologist gave the patient pressors to help with their blood pressure. An interventional cardiologist performed a coronary angiogram and confirmed that all vessels were unchanged since the last catheterization. The physician suspected it may have been an air embolism that had already cleared its way through the arteries, but no air was visualized on fluoroscopy, so it was not confirmed. Once the st elevations normalized and the patient was stable with a 150/70 blood pressure the procedure continued. The physician deployed the device and released it in the laa. The patient was transferred to the intensive care unit for further observation. The patient is doing fine and has been discharged.